Manufacturer narrative:
Account reported that treatment on the phaco whitestar signature system had not yet started when the malfunction occurred (before a treatment). The account reported a surgical intervention was required however, this surgical intervention is the actual phaco surgery that was done on the other facility 4 hours later and not a surgery necessary to preclude permanent impairment of a body function, or prevent permanent damage to a body structure. No expected outcome available.

Event description:
Account reported that equipment exhibit error message and surgeon was unable to proceed with surgery. Since surgeon already performed the corneal incisions the patient was then transferred to another facility to complete the surgery which resulted in a delay in surgery.

Manufacturer narrative:
The manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing year - 2008. Field service specialist visited account and checked the equipment. He found that the handpiece cable had a communication problem. He replaced the parts to correct problem. The surgeon prepared, the patient and did the corneal incisions prior to perform all the equipment checks. The amo recommended procedure is to prime/initialise the system first then make incisions into the patients cornea in preparation for phaco surgery. In this case the patient was prep'd first and then the system was primed/initialised. At this point the system failed and could not be recovered however the patient was transferred to another hospital to complete the treatment. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.